Event description:
A malfunction alarm was reported with code malf 16, and the fault ID was identified as [16-0x20e6]. There was no reported adverse impact to the customer's blood glucose. The customer reverted to multiple daily injections (mdi) as a backup insulin therapy.